Event description:
Customer reported intermittent system lockups. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software, and replaced the fluoro functions board and generator interface board. System operates as intended.